Event description:
The hosp claims that the graft was implanted for an abdominal aortic aneurysm (aaa) repair. After the clamp was released, leakage in the form of "jets of blood" was noticed from what appeared to be 8 or 9 pinholes in the graft's wall. The bleeding was stopped in approx 10 to 15 mins with the application of topical thrombin. There was no injury or complication to the pt. The graft was left in. The clinical outcome was ok. The pt's status is stable.

Event description:
Co has now learned that approx 400cc of blood was lost through the graft, the bleeding was controlled by reclamping and unclamping the graft over the 10 to 15 minute period, no topical thrombin was used, the pt was heparinized and there was no coagulopathy.